Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed indicating that there was a helium leak, causing the unit to suddenly stop working. The unit was swapped to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: the customers distributor engineer repaired that unit by replacing the safety disk and drive manifold. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. Additionally reported: patient height was 167 cm. The full event site name is (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.